Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device failed the audio test during the call. The customer reported a high blood glucose level of 390 mg/dl due to the pump not alarming when the reservoir ran out. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor and occlusion tests. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies were noted. However, a pump error 63 alarm was noted during the self test and was confirmed in the pump history due to a broken trace on the keypad assembly.